Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be within the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion. Following fields deleted: reason_for_no_eval_code.

Event description:
It was reported that the patient presented to the hospital after receiving an alert. It was found that the device was at eri. Physician suspected premature eri. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.